Manufacturer narrative:
During the revision procedure, the original ipg was visually confirmed to be parallel to the skin surface and appeared to be within the recommended depth for optimal communication. Impedance testing was done before removing the device. All readings were within the acceptable range. The explanted component was returned to the firm. Testing was unable to identify any malfunction and the ipg functioned as expected in the inspection/test environment. The patient history and stimulation logs were reviewed. Logs showed disruptions to stimulation, however testing of the device found clear cause for the disruptions. It is possible that external factors such as patient behavior or placement of the external components was affecting the connectivity of the system, but this is unable to be fully confirmed.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the medial branch nerve. Upon activating the system, the patient immediately began experiencing issues with communication between the ipg and the external therapy discs. Troubleshooting was done in the field but was unable to establish consistent communication between devices. On (B)(6) 2025 a surgical revision was done to remove the ipg and place a new one in the same location.